Event description:
It was reported that the lead exhibited high impedances and noise. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The defib conductor was found to be fractured. The outer insulation exhibited a cosmetic depression, and was noted to have a white substance present.